Event description:
It was reported that stent difficulty to position occurred. The patient underwent a percutaneous transluminal angioplasty and stenting procedure. The 100% stenosed target lesion was located in the severely tortuous and severely calcified renal artery. A 6.0mmx18mmx150cm express sd renal/biliary stent balloon expandable was advanced for treatment. During the procedure when deploying the stent, the device moved a little bit from the target. The procedure was completed using this device. No complications were reported, and patient status was good. The device remains implanted.